Event description:
It was reported that 1.5 hours into a da vinci s prostatectomy procedure and while dissecting the neck of the patient's bladder, arcing was observed from the tip of the monopolar curved scissor (mcs) instrument with tip cover accessory attached. Reportedly, during the procedure the electrical generator unit (esu) mode setting used was desiccate with the cut setting at 1, the coag setting was 30 watts, and the bipolar setting was 50 watts. The planned surgical procedure was completed with a replacement tip cover accessory and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover accessory has a .035" x .035" oval shaped hole in the silicone. The hole is located .200" above the silicone to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. The tip cover also has various mechanical tears that are concentrated in an area that is approximately 90 degrees from the location of the hole. The customer also returned a mcs instrument believed to be used in the procedure. Examination of the instrument revealed a char mark located at the proximal clevis ear. When the tip cover accessory was installed on the instrument, it was observed that the location of the hole closely matches with the location of the char mark on the instrument.